Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to confirm unexpected battery power loss alarm noted due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was unknown. It was reported that this was the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.